Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure an error message "need to calibrate" was displayed. The device was not changed out as it was used in a manual mode. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint was confirmed. The field service rep (fsr) verified that the electronic pt gas system would not calibrate. He verified aire pressure was 55 psi and o2 pressure was 49 psi, removed the o2 sensor and installed a new o2 sensor. The unit performed successful calibration and operated to MFR's specifications. The fsr downloaded all logs and will return the defective o2 sensor for eval. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.